Event description:
During a wedge resection procedure, the instrument did not open after firing. The surgeon resected the instrument off and applied another device. Addl tissue was cut. The pt's status is satisfactory.